Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a distributor/ healthcare professional (hcp) regarding a patient implanted with a screw in an unknown spinal therapy for scoliosis. It was reported that the hcp attached the end cap to the head of the screw transpedicular with the bar in place and performs the cor responding blocking and cuts the plug. The hcp then wants to reposition the plug again and since the safety part has been broken, he exerts force without placing any of the pieces correctly to put the closing screw and that is where the thread of the closing screw is stolen, causing metal shavings to come out. It was reported that the procedure used during during surgery was the inverted angle screw technique which facilitates the introduction of the locking screw. There were no patient symptoms or complications as a result of this event.